Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak contained foreign matter. On 06/23/2026, during visual inspection of lot 20260618-366693 phenylephrine xxx 1000 mcg in 10 ml syringe, four syringes were found to contain a foreign particulate. These units are available for return. Product: sterile syringe tray 10ml lot number: 5317407 part number: 309605 number of defective units: 4 defect type: foreign particulate product complaint : (B)(4) please let me know the results of the investigation.